Event description:
A zoll pt service rep called zoll customer support to report that a pt was receiving a service code 108 (multiple abnormal shutdowns). The pt was issued a replacement monitor.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 108) was confirmed. Upon evaluation, the monitor was resetting while trying to download data, resulting in abnormal shutdowns. The cause for the resets was isolated to corrupt monitor programming. The root cause for the programming corruption could not be positively identified. After reprogramming, the monitor was fully functional and no longer reset. No adverse event resulted from the defective monitor programming. The pt received a replacement monitor.